Event description:
This report summarizes one malfunction. A review of the reported information indicated that model smec10r biopsy marker allegedly produced a poor quality image. This information was received from one source. The one malfunction involved one patient with no patient consequences. The patient is 76 kgs, female but the age was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for poor quality image as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for poor quality image as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model smec10r biopsy marker allegedly produced a poor quality image. This information was received from one source. The one malfunction involved one patient with no patient consequences. The patient is female but the age and weight were not provided.